Manufacturer narrative:
Device was received with a blank display, problem isolated on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working after they changed the battery. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they tried 3 battery replacements already but still not working. The insulin pump had a blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. An insert battery alarm was not displayed on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.